Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 gtn surgery, the drill contacted to t2 gtn nail when drilling via an drill sleeve, and miss drilling occurred. Then, the drill was broken inside the patient. Since the broken drill was outside the patient's bone, it was completely removed from the patient. The broken drill was replaced with another drill but the same event occurred and the drill was removed from the patient. Ultimately, a target device was removed, proximal hole and distal hole was drilled using radio lucent drill, and the surgery was completed. In checking of the function of the target device before the surgery, there was no contact to the nail hole.

Manufacturer narrative:
The reported event that drill, tri-flat t2 femur ø4,2x340 mm was alleged of issue k-275-a (instruments - drill - broken) could be confirmed, since the device was returned for evaluation and matches the reported failure mode. A physical examination of the received drill was performed and the drill showed traces of a frequent and intense use. The cutting thread of the drill is completely broken off. It was broken approx. 55 mm from the tip. The broken off piece was also returned. The breakage surface shows a typical smooth surface of a forced brittle fracture. Plastic deformation along the breakage surface was not found. Based on investigation, the root cause was attributed to a user related issue. Appearance of the breakage surface as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. It is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. A review of the labeling did not indicate any abnormalities. According to the labelling review, sufficient guidelines are provided in the instruction for use that physicians should ensure that they are familiar with the intended uses, compatibility and correct handling of the instrument. It also mentions various precautions and care to be taken during the usage of the product to prevent any damage to the device. If any further information is provided, the complaint report will be updated.

Event description:
During t2 gtn surgery, the drill contacted to t2 gtn nail when drilling via an drill sleeve, and miss drilling occurred. Then, the drill was broken inside the patient. Since the broken drill was outside the patient's bone, it was completely removed from the patient. The broken drill was replaced with another drill but the same event occurred and the drill was removed from the patient. Ultimately, a target device was removed, proximal hole and distal hole was drilled using radio lucent drill, and the surgery was completed. In checking of the function of the target device before the surgery, there was no contact to the nail hole.